Event description:
It was observed that during the device evaluation, water tightness was lost. There were no reports of patient involvement.

Manufacturer narrative:
E2: health professional ¿ n (no) and e3: occupation - non-healthcare professional. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the coupler stopper was deteriorated and therefore the water tightness was lost. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device.